Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance; therefore no additional information was obtained.